Event description:
It was reported that the bd micro fine plus¿ insulin pen needles non-patient end was bent and broke off. The following information was provided by the initial reporter, translated from japanese to english: "when priming, the patient noticed that the needle npe was bent and then was broken before use."

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample along with a fragment of cannula and a loose shield and four photos were returned from lot. No. 0028909, cat. No.320136. Visual examination was carried out on the returned sample and photos and broken patient end of cannula was observed. An indentation mark was observed on the hub. No issues were observed with the shield. No issues were observed with the non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this defect is misalignment of the shield to the hub at the shielding station. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro fine plus¿ insulin pen needles non-patient end was bent and broke off. The following information was provided by the initial reporter, translated from (B)(6) to english: "when priming, the patient noticed that the needle npe was bent and then was broken before use."